Manufacturer narrative:
Removed f12 and e1302 from h6; added f1903 and e0303. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 70 year old female patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient was admitted in scai stage d shock with the only known history being the coronary disease, coagulopathy, and obesity. The pump was inserted and was supporting when there was hematuria noted. There was blood in the urine and platelets and hemoglobin levels were dropping. Also, there was a hematoma that developed at the groin site. Neither harm prompted intervention in the form of blood products or any renal intervention. While on support the device functioned as expected, p-5 with 2.6l/min flow with d5w with sodium bicarbonate in the purge solution. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After 2 days of support the pump was weaned and successfully explanted.